Event description:
I used renu with moistureloc for six months. I experienced irritation in my right eye. I went to the campus dr and received regular anti-bacteria drops. The following day, I went to the e.r. Because my vision was decreasing and the discomfort level was higher. I was sent home with stronger anti bacterial drops. I noticed my eye was still not responding to the treatment. I was hospitalized. Doctors were unable to diagnose the problem. IV zosyn was given to me for 5 days along with ophthalmic. I was given fortified vancomycin every 1/2 hr. I was released after 2 wks. I have suffered severe vision loss and eye lid nerve damage due to the swelling of my eye.